Event description:
It was reported one cannot insert ventricular cable into the port. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle output connector is broken. Analysis could not confirm the reported cable issue. Analysis also found the upper and lower cases are broken. Both bail covers, both bails, and battery drawer o-ring are missing. Ring cover and battery drawer are contaminated. Battery contacts are compressed, the ring is bent, the keyboard is scratched, and serial number label is damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.